Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete.

Event description:
It was reported via email by the sales rep that his n/c replacement device has the same failure as his original complaint ((B)(4)) which was the customer's depth gauge is measuring 4-5mm incorrectly. Sales rep provided a photo. This device is being returned.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The manufacturer contact name has been updated as (B)(4). Contact phone number and email address have been updated accordingly. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.